Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.